Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to receiving multiple therapies from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was identified that the patient's right atrial (ra) lead had triggered an alert for high threshold. Follow-up was conducted with the patient¿s clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office and no programming changes have been completed at this time. The hcp also noted that the patient did present with low magnesium levels and the physician did make a change in their medication in order to better treat the patient¿s arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.